Event description:
It was reported that the valve was having problems with siphon control. Just after the shunting procedure, the patient was affected with a severe slit ventricle syndrome. When sitting up they felt nausea and headaches. The syndrome disappeared after the patient lied down.